Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: unknown/not provided. It is unknown if the lens was implanted. If explanted, give date: unknown/not provided. It is unknown if the lens was implanted; therefore, it is unknown if explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported they had a defective intraocular lens (iol) and that it had a slice in it. No further information was reported.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 15, 2021. Section d9: returned to manufacturer: yes. Device evaluation: the sample was returned in its original packaging. Also, patient notification card, patient identification card and labels were received. Upon evaluation all the components were correctly engaged, and pushrod was in a fully advanced position. No assembly error and/or defect related to manufacturing process was observed. Traces of lubricating material were observed in the cartridge. The cartridge tip was observed damaged and deformed. The lens was received outside of the device. It looks torn with and the haptic were slightly damaged/distorted. The reported issue was verified, however, due to the condition of the sample returned it is not possible to confirm the condition observed are related to the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed one additional complaint was received from this production order number; however no product deficiency was identified in that case. Conclusion: as a result of the investigation a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.